Manufacturer narrative:
This is a retrospective report after the acquisition of biotech international. Evaluation was performed by biotech international = screwdriver tracking file is not available for review. The causes are difficult to identify. We cannot know how often the screwdriver was used, which would have enabled us to form an opinion on the wear and tear.

Event description:
"...Despite a good removal using, among other tools, tip of the screwdriver broke immediately when I tried to unscrew, which really complicated the operation."